Event description:
Patient was implanted with mandible distractor on (B)(6) 2012. Patient returned to the o.r. On (B)(6) 2012. The distractor was reported to have reached its desired length and then one side retracted back 1 cm. The issue was found during a follow up visit, during which x-rays were taken, and it is unclear at what point it began to retract or steps taken. No further information is available at this time. This report is for an unknown distractor. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Operator of device is unknown, device was put in place by a physician, but it is unknown who operated the device after implant.